Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2019 with the following findings: on investigation, the pump powered on with a fully functioning display screen. Investigation did not duplicate the alleged blank display screen. Moisture corrosion was confirmed in the battery compartment due to a moisture leak at the site of a crack in the battery compartment. Additional moisture damage was found inside the pump on printed circuit board. Investigation confirmed the alleged moisture issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.